Event description:
Emergency room personnel were attending to a pt, condition unk. External pacing was attempted and allegedly the operator could not get electrical or mechanical capture. A back up device was obtained and treatment continued. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.